Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device did not find any damage to the stent delivery wire and the bumper coils. Functional testing could not be performed as the stent and sheath were not returned. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on the information provided and investigation, the exact cause for the reported event cannot be determined, therefore a cause of undeterminable will be assigned to the investigation.

Event description:
It was reported that the stent(subject device) radiopaque markers were misaligned. The physician continued the procedure and detached the coil successfully without clinical consequences to the patient.

Event description:
It was reported that the stent (subject device) radiopaque markers were misaligned. The physician continued the procedure and detached the coil successfully without clinical consequences to the patient."